Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - impedance, high.

Event description:
It was reported that the patient presented to the emergency room with intermittent loss of right ventricular capture and high ventricular lead impedance. A lead fracture was suspected. The ventricular polarity was changed to the unipolar configuration and the device remained implanted.

Event description:
New information notes that the lead was replaced and capped on (B)(6) 2013.